Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4): used in a moderately calcified vessel and operator not trained in the use of the proglide device by an abbott vascular representative. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the posterior cuff was out of the foot pocket with still undisturbed and properly bent tab. There was no needle strike mark on the posterior foot. Both cuffs were attached to the link and the anterior cuff tab was engaged to the anterior needle tip. Based on the investigation findings, the posterior cuff was missed and this confirmed the reported complaint. During testing the plunger was inserted and the needle trajectory, needle depth and push mandrel travel were acceptable. Because lab testing of the device resulted in acceptable needle trajectory, the most probable root cause for the posterior cuff miss is failure to maintain a stable position of the device during needle deployment or needle deflection during plunger deployment due to interaction with human tissue. It was reported that the operator was not trained. The instructions for use (IFU) under caution section, states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. No manufacturing or quality issue was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic coronary angiogram procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. After re-establishing guide wire access, a starclose se device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.